Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and name of initial surgical procedure? Were there any intra-operative complications? Concurrent procedures/device implants? Other relevant patient history/concomitant medications? Product code and lot number? Onset of pain from the initial surgery? What medical intervention was done for pain management? Date, indication and surgical findings of mesh removal? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. It was reported that the mesh required total removal due to causing the patient severe persistent pain. The mesh was fully removed on (B)(6) 2019. Additional information has been requested.